Event description:
After use in the patient, the deltaplush cerecyte microcoil 1.5 mm x 1 cm (cpl10015130/g14039) failed to be re-sheathed. Analysis of the returned device found that the coil was stretched and severed. There was no patient injury reported. No further information has been provided in response to multiple investigative attempts.

Manufacturer narrative:
The coil was returned stretched and severed. The severed section containing the ball tip was not returned. The fracture was ductile in nature which required external force. The proximal end of the coil was unraveled out of the soldered section. This also required external force. The complete resheathing system was not returned. This consisted of the green introducer sheath, the main clear sheath, and the resheathing tool. The coil had to have been pulled through the resheathing tool to separate it from the resheathing system. During this retraction process, the coil most likely became severely damaged in the condition it was received. No laboratory testing or a complete inspection of the partially returned microcoil system could be accomplished. Therefore, the root cause of the resheathing difficulty cannot be determined. In addition, without the return of the complete resheathing system and the severed remainder of the coil used in the procedure, it cannot be determined if these components contributed to the complaint event. Based on the lack of procedural information and condition of the returned device, no conclusion can be made regarding the reported inability to resheath the coil. Based on analysis of the returned device, the damages to the coil and delivery system are a result of application of external force. There was no report of the stretched and severed condition of the returned coil which would have been readily evident to the user. Additionally, if damages preventing the resheathing were present prior to use, it would have prevented unsheathing of the device during initial insertion of the coil. Although, a definitive conclusion regarding the root cause of the resheathing difficulty and the root cause and timing of the damages to the device cannot be determined, it appears that procedural handling likely contributed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.